Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. After the catheter was inserted, the physician attempted to get venous access; however, it was observed that the catheter was not generating ultrasound image. The physician attempted to trouble-shoot the catheter, but it still would not display an image. The physician rebooted the ultrasound system to restore functionality and a new catheter was inserted into the patient. The reported issue was resolved. There was a 10-minute delay in completing the procedure due to the trouble-shooting. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).